Event description:
Combitube was placed by ambulance service under direction of physician, apparently correctly, but pt suffered esophageal tear, requiring add'l emergent intervention. Combitube was placed for client in respiratory arrest, just prior to becoming pnb. Client survived incident.